Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a loose pitch cable at the proximal end when the housing was removed. This failure likely caused the imprecise motion observed. A visual inspection of the blackened found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however backlash is observed when the grip tips are moved in the pitch direction. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the 8mm maryland bipolar forceps instrument didn¿t follow the surgeon movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in the opposite direction and the movement was less than during a normal movement.